Event description:
Follow up information reported that the surgeon moved the lead down 2 vertebral levels. The patient was reported as now doing well and receiving good stimulation to all of the correct areas. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012, lead: model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was removed due to a "massive" infection. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).